Event description:
After a tka procedure a patient developed a subcutaneous hematoma. The surgeon attributed the hematoma to the patient age, use of anti-coagulants, and presence of thin skin. The tka procedure was successful with no issues. The patient¿s hematoma was debrided in conjunction with the use of a wound vac. The patient recovered and is doing well with no further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Method, results and conclusions: generator still in use and facility not returning for investigation. (B)(4).